Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported the physician called and asked for graft to be brought in on (B)(6) 2019 for repair of a type 3 endoleak. The cook representative brought the graft in on (B)(6) 2019 and discovered that the original graft was a g55247, zenith flex with spiral-z technology aaa endovascular graft iliac leg. A new g55241 was installed inside of the complaint device to reinforce patient anatomy. Entirety of the original g55247 remains inside the patient. Additional information was provided on (B)(6) 2019. The original implant date was (B)(6) 2018. During the original implant, 2 - icast stents were placed along with the graft. A 32 coda balloon was used during the original procedure. To fix it, they used a 12 or 14 angio balloon. The inflation volume is unknown. A 50cc syringe was used with 2/3 heparin saline to contrast. The ballooning was done throughout the entire zsle using the same balloon in multiple locations. The patient is at home and doing well. Patient is on aspirin and plavix. It has been reported that imaging will be provided for review.

Event description:
There has been no new patient or event information received since the last report was submitted.

Manufacturer narrative:
Investigation/evaluation: the device was not available for evaluation. Without the complaint device, a physical investigation was not able to be completed. Imaging was provided for review. A document based investigation has been performed including a review of the provided imaging, instructions for use, and quality control data. Cook was unable to perform a review of the device history record (DHR) as the lot number was not provided by the user facility. An anonymized CT scan (dated (B)(6) 2018) was returned for review. Per observations of the expert image reviewer: following aaa repair with a zenith fenestrated graft, there is a large endoleak anterior to the distal bifurcated body and adjacent to the contralateral limb and right zsle leg junction. This is suspicious for a possible type 3a junctional leak at the contralateral limb. The right zsle leg has adequate overlap in the contralateral limb. The cause of this potential source cannot be determined from the imaging provided. The endoleak extends proximally towards the bifurcation, adjacent to the proximal ipsilateral limb just above the proximal edge of the left zsle leg. This could also be a type 3b endoleak at the proximal ipsilateral limb near the flow divider. There is no significant calcification at this location. The cause of a potential graft defect cannot be determined from this imaging. Per findings of the expert image reviewer: the distal bifurcated body overlaps 53mm with the zfen graft. The contralateral limb is oriented anteriorly. A right zsle iliac leg begins 8mm above the flow divider and overlaps 31mm in the contralateral limb. The right zsle leg extends to the distal right cia where it flares and seals immediately above the iliac bifurcation. The right hypogastric and external iliac arteries are patent. The ipsilateral limb of the distal bifurcated body lands in the proximal left cia where the artery dilates to a maximum diameter of 23mm. The total graft length to the ipsilateral limb is 102mm with a distal limb diameter of 11m (consistent with a zfen-d-12-28-76 distal bifurcated device). A left zsle iliac leg begins 9 mm below the flow divider and overlaps in the ipsilateral limb by 46mm. The leg flares to 17mm and seals in the mid left cia before narrowing to 7.5mm at the distal leg. There is a large endoleak anterior to the distal bifurcated body and adjacent to the contralateral limb and right zsle leg junction. The contrast pool extends proximally towards the bifurcation and adjacent to the proximal ipsilateral limb just above the proximal edge of the left zsle leg. This could also be a type 3a leak at the contralateral limb junction or a type 3b endoleak at the proximal ipsilateral limb near the flow divider. The endoleak also extends distally with a narrow tract leading to the ipsilateral limb in the distal sac. This is where the zsle leg overlaps in the limb, well above the limb junction, so a type 3 endoleak at this location would be unlikely. The IFU states the following in consideration of the reported failure mode: 4.2 patient selection, treatment and follow-up: zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5-20mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. For sizing requirements and a list of key anatomical elements that may affect successful aneurysm exclusion using a main body or renu from the zenith aaa endovascular graft family of products, refer to the appropriate instructions for use.4.2 patient. Selection, treatment and follow-up: zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5-20mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. For sizing requirements and a list of key anatomical elements that may affect successful aneurysm exclusion using a main body or renu from the zenith aaa endovascular graft family of products, refer to the appropriate instructions for use. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 17 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis and/or increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. Successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques and imaging. Diameters: utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. 4.4 device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 11.1.7 molding balloon insertion: 5. Expand the molding balloon with diluted contrast media (as directed by the manufacturer) in the area of the most proximal covered stent and the infrarenal neck, starting proximally and working in the distal direction. (Fig. 15). 6. Withdraw the molding balloon to the ipsilateral limb overlap region and expand. 7. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. 8. Deflate and remove molding balloon. Transfer molding balloon onto the contralateral wire guide and into the contralateral iliac leg introduction system. Advance molding balloon to the contralateral limb overlap and expand. 9. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. (Fig. 15). 10. Remove molding balloon and replace it with an angiographic catheter to perform completion angiograms. The complaint is confirmed based on image review as an endoleak was observed at the contralateral limb that extends proximally towards the bifurcation, adjacent to the proximal ipsilateral limb just above the proximal edge of the left zsle leg. This endoleak is a possible type 3a junctional leak. However, this could also be a type 3b endoleak at the proximal ipsilateral limb near the flow divider. Because the image review that was returned was only of the post-op procedure of relining the original with the distal zfen main body bifurcated device and not of the endoleak when it was first diagnosed prior to the fenestrated graft placement, the source of the endoleak could not be identified from the imaging. A definitive investigation conclusion could not be determined as there is no additional information available to rule out and isolate any one particular cause. There is no planning and sizing sheet for review and the imaging reviewer does not mention any inappropriate sizing. It should be noted that sizing outside of the sizing guide in the IFU can contribute or cause endoleak. There is no mention of inaccurate placing or incomplete sealing. It was mentioned a coda balloon was used. There is no mention of any calcification that may contribute to incomplete sealing. There is no mention of over inflation of the balloon. There is no evidence of a graft tear. It was, however, mentioned in additional information received from the user facility that the ballooning of the graft was done all throughout the entire zsle using the same balloon in multiple location. Per the IFU, withdraw the molding balloon to the ipsilateral limb overlap region and expand. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. Expand molding balloon to the contralateral limb overlap and expand. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. As a result, it is feasible to suggest that the cause of this complaint can be improper balloon sizing/technique leading to stretching of suture holes leading to leakage from the stent-graft as a result from hemodynamic forces within the vessel. Despite this, other potential contributing factors such as device handling, patient anatomy, medical procedure, and/or disease progression cannot be ruled out. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.